Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up, all parameters proved stable and within normal ranges however occasional oversensing with observed short term pacing inhibition noted. Due to the patients escape rhythm of around 35 bpm, asystole of no longer than two seconds was exhibited. The phenomenon was easily reproduced when the patient lifted their left arm. A data review would confirm three stored episodes of this nature however, no resulting adverse effects were reported. The device was reprogrammed and further intervention planned for a later date.